Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Device evaluation: visual analysis of the photographs identified red encapsulation and an opening. Device analysis performed through photographs, due to the impossibility to perform microscopic analysis as it was not possible to determine the most likely failure mode. The events of granuloma and lymphadenopathy are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: granuloma, lymphadenopathy, gel bleed and rupture.

Event description:
Patient reported pain, rupture, anxiety due to recall, and "peri-prosthesis capsule, one side smooth and the other with muscle adhesion in the adipose tissue"," prosthesis capsule showing fibrosis and neoformed congested vessels", " some vacuolized histiocytes and multinucleated giant cells containing pale material in the cytoplasm consistent with silicone are observed, as well as discrete lymphocyte infiltrate with focal formation of aggregates. There is pseudo-synovial metaplasia, adherence of mammary parenchyma and skeletal muscle tissue", "chronic inflammatory process with fibrosis, granulation tissue and histiocyte and gigantocellular reaction to silicone in hyalinized dense peri-prosthesis", "suspicion of lymphoma " , "pain in the body, lack of memory, tachycardia, loss of hair, weak nails and also lost the sensibility in the breasts". The following are not device related : "hashimoto thyroid¿s autoimmune disease". Device has been explanted on the left side.

Event description:
Healthcare professional reported capsular contracture grade iii.

Manufacturer narrative:
The event of capsular contracture baker grade iii is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Reason for reoperation: capsular contracture baker grade iii.